Event description:
The patient reported that when entering bolus amounts of 15¿20 units, the device would alter the dosage on its own, displaying and delivering incorrect amounts ranging from 20 to 35 units. This resulted in unintended high blood glucose and required a hospital visit. Details about the hospital visit were not reported. Additionally, the patient reported that the controller was failing to hold a charge and needed to be recharged every afternoon. At the time of the call, the patient's blood glucose was 400 mg/dl, and he was feeling unwell. The patient has stopped using the device. A new device will be issued to the patient.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.